Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. The field representative discussed the issue with boston scientific technical services (ts) as a potiential fracture or lead-pg connection issue. Ts recommended x-ray and isometrics and pocket manipulation to help evaluate. The field representative indicated that since the patient does not use that lead, the physician chose to keep it in place for now. There were no adverse patient effects reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.